Event description:
It was reported that during a ptca procedure, in which two wires and two balloons were used simultaneously, the shaft of the catheter became bent. No pt injuries or complications occurred.